Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy had an infection with the pd catheter (not a fresenius product) and was diagnosed with peritonitis. There were no reported adverse events related to fresenius products in relation to the event. During additional follow-up, the patient¿s pd nurse reported the patient was experiencing symptoms of abdominal pain. On (B)(6) 2021, the patient was seen in the outpatient pd clinic and had a pd culture obtained which grew the bacteria enterococcus faecalis. The patient was initiated on the antibiotics vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. However, the nurse stated the patient continued to have abdominal pain. As a result, on (B)(6) 2021, the patient was hospitalized for the peritonitis infection. During the hospitalization, the pd catheter (not a fresenius product) was removed, and the patient was transitioned to hemodialysis for renal replacement needs. Additionally, it was reported the patient received unknown antibiotic therapy. Subsequently, on (B)(6) 2021, the patient was discharged from the hospital continuing outpatient hemodialyis. The patient is reportedly recovering. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for three (3) months prior to the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements and the lots met all specifications for release. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident is attributed to end user error.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and touch contamination during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of the organism enterococcus faecalis which is an organism that is found in the human intestinal tract and often associated with peritonitis caused by touch contamination during the pd exchange. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed touch contamination, as also reported by the patient¿s nurse.

Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy had an infection with the pd catheter (not a fresenius product) and was diagnosed with peritonitis. There were no reported adverse events related to fresenius products in relation to the event. During additional follow-up, the patient¿s pd nurse reported the patient was experiencing symptoms of abdominal pain. On (B)(6) 2021, the patient was seen in the outpatient pd clinic and had a pd culture obtained which grew the bacteria enterococcus faecalis. The patient was initiated on the antibiotics vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. However, the nurse stated the patient continued to have abdominal pain. As a result, on 21 feb 2021, the patient was hospitalized for the peritonitis infection. During the hospitalization, the pd catheter (not a fresenius product) was removed, and the patient was transitioned to hemodialysis for renal replacement needs. Additionally, it was reported the patient received unknown antibiotic therapy. Subsequently, on (B)(6) 2021, the patient was discharged from the hospital continuing outpatient hemodialyis. The patient is reportedly recovering. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange.